Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 549 mg/dl and the other relevant blood glucose level was 508 mg/dl. Customer declined troubleshooting. Customer stated that auto mode feature was on. Customer was treated with syringe. The insulin pump will not be returned for analysis.